Manufacturer narrative:
(B)(4). Unit received with constant unexpected restart alarm due to faulty electronics on interface board . Unable to perform functional or confirm excessive no delivery alarm due to constant unexpected restart alarm. Unit also received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported via phone call that insulin pump had alarmed for no delivery due to unexpected restart. Customer's blood glucose was unknown at time of incident. Insulin pump will be return for analysis.